Event description:
It was reported that the iab was inserted in the o.r. After the pt was transferred to the cicu, the pump began to experience helium loss alarms. The pump was exchanged but the helium loss alarms continued. As a result of this, the iab was removed. There were no associated pt complications.